Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never experienced therapeutic effect. She had one revision performed but still had no relief. Additional information was requested.